Event description:
This event is deemed reportable based on the fact that the info provided in a lawsuit, while unsubstantiated, reasonably suggests that a reportable event may have occurred during use of an unidentified safeskin product. Plaintiff's claim alleges the following: gloves contained allergenic proteins that caused her to become allergic to latex and as a result of her cutaneous & airborne exposure to defendant's glove's extractable allergenic proteins, she had developed a life threatening immediate hypersensitivity. At this time, an investigation of the specific complaint will not be conducted as a lot number, product code and samples were not provided. It is unknown if safeskin corp is responsible for this event, as safeskin is one of several manufacturer's named in this lawsuit. Neither a specific co nor product is specified. However, an investigation will be initiated if info becomes available which would aid such investigation (e.g., product code, lot number).